Manufacturer narrative:
B4: corrected to 07-may-2023 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -9.5/1.5/087(sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. Reportedly, "patient underwent ticl implantation in our hospital on (B)(6) 2022. On october 23, she found that the right eye lens had rotated 90 degrees, so she placed an order on the same day. During the subsequent follow-up visit, she found that the arch height was lower than expected, and then she adjusted the order and ordered a 12.6 lens. On march 19 this year, she found that the left eye had rotated again, and then she ordered an order for the left eye." The problem was resolved. The cause of the event was reported as unknown.